Event description:
When implanting tibial component w/stem and sleeve fracture occured proximal tibia, used frag screw.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The root cause of the instability is attributed to trauma from a reported fall. The root cause of the fracture of the trial spacer augment is unk. The root cause of the fracture of the proximal tibia could not be confirmed but surgical technique may have been a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.